Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It was likely that the power could not be turned on because the internal power supply unit of the subject device was defective. Moreover, the user could not turn on the power by pressing the power switch. It is therefore possible that the subject device misidentified a signal because of the power switch failure. As to the cause of the failure, it has been about seven years since the subject device was manufactured. It was likely that the malfunction was caused by long-term usage.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The issue was due to a faulty switch regulator. In addition, the scope sliding mechanism was not functioning properly. The front panel on the housing had cosmetic wear and tear and the non-olympus lamp life was over five hundred (500) hours. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported the power switch had malfunctioned on the evis exera iii xenon light source. The issue was found during preparation for use. No patient involvement was reported.